Manufacturer narrative:
(B) (4).

Event description:
The neurostimulator (ins) moved from the abdomen to buttock area about one month ago. The pt felt stimulation about 1 to 1.5 weeks ago. There were coupling and or communication issues. The recharger screen was present, but no boxes shaded. It was noted that bandages were present. The health care provider confirmed that surgical intervention was required. It was found that the ins had detached from the leads and was the source of his problems. It was very painful in the pouch that was formed over the right anterior abdominal wall. The leads were retrieved back into the thoracic wound. A new ins pocket was made and the leads were attached back to the ins. The pt was taken to the recovery room in satisfactory condition.